Manufacturer narrative:
(B)(4). It was indicated a revision procedure would be performed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and unknown right ventricular (rv) lead had a progressive rise in pacing impedance measurements which became out of range. Additionally, the threshold measurement increased. As a result, the patient was scheduled to receive a new pace/sense lead. No adverse patient effects were reported.